Event description:
While testing the defibrillator, the user found that it would charge, but would not fire. There was no pt involved. The problem was determined to be a loose connector (j8) on assembly 590263. The event is not occurring more frequently or with greater severity than is usual for the device.